Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed (through the history log) but did not reproduce the "air detector error". The eval found low upstream sensor readings caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to air in line alarms, which corresponds to the reported symptom. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump had an "air detector error". It was also reported that there was no pt injury.